Event description:
The day following my husband's implant of the "new" stimulator device to control dbs, his ability to function took a nose dive. He had dbs before, and was functioning extremely well, event driving a car. He was told he needed a new battery in (B)(6) 2013. After this new battery (it was actually the device) was inserted he felt very weak and ill for one day. The night following that day he awoke unable to move much. He was extremely disabled. I had to walk him to the bathroom, help him with his needs there, feed him, and bath him. His speech had worsened and he was unable to walk without help. We reported this dramatic change in his condition to his neurosurgeon, and he said he could not explain how that would be related to the dbs device. Now, (B)(6) 2015, he had a fall that put him in the hospital. During his 4 day stay in the hospital, x-rays were taken that showed all his wires were disconnected from the device. The following week he had surgery to take out all the wires, and they were found to be corroded. That was two weeks ago. He still functions poorly, but due to physical therapy he can walk with a walker and can feed himself. It is my opinion that the wires were not connected properly in 2013, causing leakage over the past 2 years, corroding the wires. I do not know if a medtronic's rep was present during that 2013 surgery, or if one gave adequate instruction to the surgeon about connecting the wires. No one ever mentioned a rep to us. In short, I cannot emphasize enough how dramatic the change in hin functioning was, basically overnight. It took a month of home health care to get him back to 1/2 of the functioning he had before the new device. He has never returned to his previous functioning levels. Do not have label or package.